Event description:
Pt spontaneously called into the pharmacy to report pump malfunction for sn (B)(4). Pt states the piston is freely rotating with the pressure. Pharmacy will replace pump. Pt was able to use backup pump. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.